Event description:
It was reported that the patient arrived in hospital under reanimation circumstances because of multiple infarcts. Intra-aortic balloon (iab) was connected to pump, but could not be zeroed automatically. Iab was inserted via a sheath in right femoral artery as transducer was going to be used for monitoring. Display on pump indicated that patient's blood pressure was more than 300 mm hg. Manual zeroing of iab was also not possible. There was no arterial pressure signal or electrocardiogram trigger available. Simultaneously, percutaneous transluminal coronary angioplasty was made. Iab pump therapy could not be initiated. Patient expired during procedures. Clinicians stated that iab difficulty did not contribute to the patient death. A follow-up report will be filed if more information becomes available.